Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 2 mm x 9.50 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned. Components adjacent to this broken blade did not show damage. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the blade of the harmonic ace instrument broke while dissecting. A fragment fell inside the patient and was retrieved during the same procedure by the assistant. The surgeon confirmed all fragments were retrieved. No additional surgical procedure was required and no post-operative imaging was performed. The procedure was completed robotically with a back-up harmonic ace instrument. The patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.